Manufacturer narrative:
During an evaluation of the elite mpx, its alexandrite 755nm wavelength laser delivered a high energy output beyond the +/-20% acceptable specification range. The cynosure technician performed calibration tests, but the device continued to deliver high output readings, outside of specification range. So this required the technician to address the issue by informing the customer to stop usage of the device until system repairs were completed. The cynosure technician indicated that the customer had their elite mpx previously serviced by a third party company, so it is possible the unit may not have been properly maintained/repaired. The event also included a patient impact regarding a burn on the leg area following a laser hair removal procedure. Burns are transient, expected side effects from laser treatments. The patient in this event has since healed. This event is reportable because the device operated out of specification range.

Event description:
The device was found operating beyond specification range, delivering a very high energy output.